Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula which led to high blood glucose level. Patient's mother gave the patient correction bolus via pump. Patient was reported to have down syndrome. Patient had exclusively been using his abdomen for the past 4 years. Patient's mother suspected a scar tissue and described a red bump that just started appearing at the place the cannula goes in. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.